Event description:
It was reported by the edwards field clinical specialist that during a transfemoral tavr procedure the patient became hemodynamically unstable immediately post bav, with heart block and systolic pressure remaining in the 50's. After no response with anesthesia medications and chest compressions, the patient was then placed on cpb. A 23 mm sapien valve was prepared, positioned (50:50) within the annulus and then deployed under rapid pacing. While the delivery balloon was inflating the valve moved ventricular landing in the left ventricular outflow track (lvot). A second valve was prepared and positioned 40:60 in the annulus overlapping the first valve; however, upon separating the flex catheter the first valve dislodged into the ventricle. The second valve was repositioned to 50:50 in the annulus and then deployed under rapid pacing with good results. The embolized valve was then removed via ventriculotomy. The patient was reported to be stable at the end of the procedure and was doing well 1 day post tavr. The patient was noted to have moderate native valve / leaflet calcification and moderate root calcification. Coaxial alignment of the delivery and valve and the image intensifier angle were both reported to be good. Additionally, ventilation was held and there was no loss of pacing capture during valve deployment. It was reported the surgical team believed the malposition of the valve may have been due to constrained pigtail being pulled during valve deployment.

Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in an edwards lifesciences technical summary ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative comorbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the exact cause of the reported heart block cannot be confirmed. However, in addition to the procedure itself, the patient¿s underlying heart disease and calcified aortic stenosis may have caused or contributed to the event. Additionally, patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the cause for the hemodynamic instability cannot be confirmed; however patient (significant cad history with decreased ventricular function ) and procedural factors (rvp, and anesthesia) could have caused or contributed to the hemodynamic instability. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.